Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: a non-confomance search was performed and nonconformances were identified for this part-lot number combination.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4) - incomplete. The exp date is currently unavailable. The complaint devices were received and inspected. On one of the devices visual observation shows that the grasping wires are protruding from the distal end of the device. The button is difficult to slide from the closed to the slip position and cannot be moved to open position. The wires move a small distance but do not retract into the tube. This complaint can be confirmed. Due to an increasing trend in the number of button failures, a CAPA has been initiated to investigate and determine a root cause for this failure. The two other devices received have the tubes bent indicating that an excessive lateral force was applied to the shaft of these two devices. The shaft on one device is bent about 10 degrees. The button functions as intended but with a little more difficulty because of the bend in the shaft. The second device the shaft is bent about 80 degrees and the button does not move at all. This is an indication of misuse of the device. There are two lot numbers on the complaint but the devices are not marked to indicate which device came from which lot. A review into the depuy mitek complaints system revealed no other complaints for these two different lot numbers of the devices. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 3 for the same event. It was reported that during arthroscopic rotator cuff repair surgical procedure, it was observed that three ideal sutgrasper 60 deg ea devices broke and the surgeon could not use them although he used them as usual. According to the reporter, the hooks on the devices seemed to be twisted and broken inside the shaft when he removed the devices after inserting them from a posterior portal and grasping sutures. It was also reported that no broken piece was left in the patient¿s body. The surgery was completed with a twenty-minute delay. There was no harm to the patient. The back-up device was used to complete the case. It was confirmed that nothing fell into the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.